Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. To correct the condition, the channel b pump head module was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of constant air in line alarm on channel b. This event occurred during product evaluation and was a false alarm. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information was available.the user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.